Event description:
The complainant alleged that during a routine shift check by a clinician, the device would power up to a blank display with a green dot in the middle. The complainant indicated that there was no pt involvement in the reported malfunction.